Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that there was an intermittent error. The anesthesia system was investigated at the hospital by our field service engineer. Apart from the replacement of two complete n2o gas modules, a reflector adapter and two gas module nozzle units, and a set of device logs, no additional information has been received. The returned parts were tested in a reference device in our anesthesia laboratory. No faults or deviations could be reproduced. All parts worked as intended. Our evaluation of the received logs shows the generation of clinical alarms such as low fio2 and high respiratory rate, indicating that there were some issues during the patient treatment. Apart from confirming ventilation issues in the received log, we have not been able to reproduce any fault, and therefore, the cause of the reported intermittent error has not been determined.

Event description:
It was reported that there was an intermittent error. There is no additional information. No patient harm has been reported. Manufacturer's reference number: (B)(4).